Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Longitudinal splits were noted on the proximal portion of the attached catheter. A split was noted on the attached catheter distal end of the port body. The edges of the longitudinal splits on the attached catheter were noted to be uneven and granular. The edges of the split on the attached catheter were noted to be uneven and granular. Upon infusion, a leak from the split was observed while water with what appeared to be thrombus, exited the distal end. Therefore the investigation is confirmed for the reported fracture and the fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the port allegedly crack was found about three cm from the port body. It was further reported that patient allegedly experienced pain during the injection of medication. Reportedly, leakage of fluid found from the damaged area there was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly crack was found about three cm from the port body. It was further reported that patient allegedly experienced pain during the injection of medication. There was no reported patient injury.